Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient called to report that they have symptoms of getting really sick, muscles quiver, not unable to walk distances, and goes to the bathroom a lot as the pacemaker "lights up my kidneys" and yet their device is not recording anything. Patient has had device checks where the pacemaker was not showing a problem but the physician and medtronic field rep stated that they could see that there is something wrong with the patient, but the monitor is not showing anything. The patient is concerned that their pacemaker is not working correctly. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient went to their physician's office and was hysterical and complaining of being "wiped out." The device was checked and everything checked out fine. Follow-up was conducted for additional information. From follow-up it was also reported that the patient's symptoms are not device related and the system is functioning normally. The physician did try to program the device for optimization for the patient but was reprogrammed back the very next day because the patient did not like the setting. The device remains in use as there are no allegations against the performance of the system. No patient complications have been reported as a result of this event.